Manufacturer narrative:
(B)(4). The device was returned and evaluated. The issue was confirmed. Based on the information obtained from baxter's investigation, the root cause was a blown fuse on the power supply. To repair the condition, the power supply was replaced. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a case reported from baxter (B)(4). The occurrence day is unknown. A doctor reported that a homepatient connected the power cord to the socket on the homechoice device, and there was a fire from the connection and the machine didn't switch on anymore. There was no patient involvement. The equipment was returned.